Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-16566. It was reported that when the patient presented in clinic for a follow up, noise was observed on the atrial and right ventricular leads due to clavicular crush. The noise was reproducible with isometrics testing. Lead fracture was suspected on both leads. The leads were capped and replaced on (B)(6) 2019. The patient was stable.